Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4) reason for original complaint ¿ asr revision recommended (B)(6) 2012; right; asr xl; reason(s) for revision: pain. Update: amended hospital name and revision date. Received: (B)(6) 2012. Revision date has now been amended to (B)(6) 2012. Update - added revision date and stem . Taken from claimsuite dated (B)(4) 2015. Date of revision: (B)(6) 2012.

Manufacturer narrative:
Reason for original complaint ¿ asr revision recommended (B)(6) 2012 right asr xl reason(s) for revision: pain update: amended hospital name and revision date. Received: october 16th 2012. Revision date has now been amended to (B)(6) 2012. Update - added revision date and stem . Taken from claimsuite dated (B)(6) 2015 date of revision: (B)(6) 2012 update dec 1, 2017: email notification from (B)(4) received. Updated complainant address. This complaint was updated on: dec4, 2017 the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.